Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer got hospitalized due to high blood glucose on march 16, 2019 with blood glucose of 414 mg/dl at the time of the incident. The customer was at 414 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was under delivering. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.